Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a silicone tip for extrusion detached from a cannula during a vitrectomy procedure. When the cannula was taken out from the eye, it was noticed that the tip of the cannula had dislodged and was retained inside of the patient's eye. The reporter informed that the patient may require a second procedure to remove the tip. Additional information has been requested, but none has been received to date.